Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements of 125 ohms. Upon review it was noted that there had been a gradual increase in shock impedance measurement starting eight months earlier. Boston scientific technical services (ts) discussed potential causes including calcification. Ts advised to bring the patient into the clinic for further testing. At this time the right ventricular (rv) lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was receive that the patient was brought into the office for testing. The underlying cause was not determined, but still suspected to be calcification on the rv lead. No programming changes were made and the clinic will continue to monitor the patient. The remote home monitoring alert was increased to greater than 150 ohms. If the shock impedance continues to rise the clinic will consider further testing at that time. The rv lead remains in service and no adverse patient effects were reported.